Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the meter had an error 1 message. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission 06/03/2015-device evaluation:the pump has been returned and evaluated by product analysis on 05/20/2015 with the following findings:animas has conducted a review of the device history record for this meter remote and confirmed that it was operating within required specifications at the time of release. A review of the meter remote history revealed an error 1 with sub code 13. During testing, the meter remote powered on appropriately and paired with a test pump. The error was not duplicated; however, evidence of the complaint was found in the device history.